Event description:
It was reported that during the implant attempt, the first two left ventricular (lv) leads dislodged when the sheath was removed. When the leads were attempted to be repositioned, they were dropped out of the sterile field. The third lv lead also dislodged when the sheath was removed. The lv leads were not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: etlw1610c124e abdominal stent graft, implanted: (B)(6) 2012. (B)(4).